Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the internal magnet was dislodged after an MRI scan (date not reported). The patient underwent revision surgery to replace the magnet (date not reported).